Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a follow-up in clinic, episodes of noise resulting in oversensing and inappropriate therapy delivered during atrial fibrillation were noted on the device. The device was resolved and a node ablation was performed to resolve the event. The patient was stable.